Event description:
The customer reported discrepant troponin I (access accutni) results, for ten patients, involving the access 2 immunoassay system used in conjunction with the access accutni reagent and calibrator. The initial results were released from the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The patients' samples were retested on an alternate access 2 system with varying results. The customer noted quality control (qc), calibration, and system check failed at the time of the event. The patients' samples were collected in becton dickinson sodium heparin plasma tubes and centrifuged at 6,000 rpm (rotations per minute) for five minutes. The samples were normal in appearance. A laboratory's biomedical engineer (bme) was dispatched to assess the instrument.

Manufacturer narrative:
The customer's biomedical engineer (bme) replaced the mixer belt and mixer pulleys and resolved the issue. The bme reported system verification testing was within assay, instrument, and laboratory specifications following the repairs. The instrument was returned to normal operation. In conclusion, hardware malfunction of the mixer belt and/or the mixer pulleys is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.